Manufacturer narrative:
Manufacturing year 2014 a review of records related to the device including labeling, complaint trending, and risk documentation was performed. A review of the system patient file showed nothing unusual system wise about this treatment that would point to a capsule rupture as being caused by catalys. The optical coherence tomography fits were good, but there was some patient movement. However, the user did adjust the pupil, limbus, and cyclotorsion angle, so this suggests the user noticed and adapted. The fit on the anterior capsule was accurate and not adjusted. Otherwise, the treatment looks typical during the capsulotomy. Capsulotomy settings were also nominal. There were no signs of system error. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a posterior capsule break. During follow up the surgeon reported that the superior portion of the cataract shifted posteriorly and vitreous prolapsed forward. A vitrectomy was performed. Patient came a week after that and reported still having issues with the eye (left). The location contact reported that patient had several vitrectomies however, when asked details regarding the statement she couldn¿t recall them.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.